Event description:
It was reported that the patient's ipg was no longer charging. The patient was receiving an error message on their remote control. A different remote control was used but the problem did not resolve. It was then recommended by an engineer that the patient's ipg be replaced as it was no longer functioning. The patient underwent a surgical revision where the ipg was explanted.

Manufacturer narrative:
The reported complaint was confirmed. The ipg was returned and passed visual inspection, however, following a four-hour charge cycle the ipg would not communicate with a working remote control or clinican programmer. The ipg was cut open and tested. It was found that a capacitor (c38) was leaky as it measured 0 ohms - 2 megaohms on a pulse frequency intermittently. The capacitor was removed, and communication was able to be established. The most probable cause of the reported event was traced to component failure due to this defective capacitor.

Event description:
It was reported that the patient's ipg is no longer charging. The patient was receiving an error message on their remote control. A different remote control was used but the problem did not resolve. It was then recommended by an engineer that the patient's ipg be replaced as it is no longer functioning. The patient underwent a surgical revision where the ipg was explanted.